Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 450 mg/dl at time of incident. Customer was assisted with troubleshooting. Customer¿s mother also mentioned that the insulin pump received no delivery and motor error alarm happened while changing the infusion set and reservoir during bolus delivery. Customer reported that the drive support cap appears normal. Customer stated that the insulin pump has not been exposed to strong magnetic field. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.